Event description:
A caller reported experiencing occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer resolved the issue by changing the cartridge and resuming insulin.